Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and was unable to duplicate the problem. The power supply was checked and the connections were re-seated. The hard drive was reformatted. The system was tested and is operating as intended.

Event description:
The customer reported the inability to take multiple cine runs on the 9600 system. No patient injury was reported.